Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the pump was unable to be downloaded due to internal moisture. The pump did not power on and was unresponsive due to internal moisture damage. Moisture was observed in the battery compartment and under the display lens. Unrelated to the original complaint, the battery cap top slot was stripped and was difficult to tighten and remove.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.